Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00435. All information from the original reports have been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had a black screen and would not turn on. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The investigation is ongoing. The customer accepted the quote for a replacement lcd assembly and onsite services. It was determined that additional parts lcd cable (2nd generation/nec) and ui pcba to pm pcba cable were required to resolve the lcd issue. The investigation is ongoing. The lcd was replaced to repair the device. The unit passed all testing after the repair.

Manufacturer narrative:
The replaced liquid crystal display (lcd) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech confirmed the alleged display issue. With the returned lcd installed in a pil test ventilator, the graphics were observed to be distorted, not clear, and unusable. The pil tech observed that although the lcd graphics were distorted, the test ventilator powered on and operated without error codes. With the lcd powered down, the lcd showed a sizeable dark spot on the lcd on the bottom. The pil tech stated that this indicates the lcd was subjected to a blow to the lcd portion of the display that was beyond the limitations of the lcd. The backlights were observed to be bright, showing that the backlight portion of the lcd operated as expected. Due to the distortion on the display, the pil tech had to estimate the location of the power down button on the lcd. The ventilator did power down with the use of the touchscreen button as well as the accept button on the front panel. It is concluded that the alleged issue is confirmed. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.